Event description:
It was reported that during a procedure, a non boston scientific cryo ablation catheter was selected for use. Patient experienced a diaphragmatic paresis. No further information was provided in regards of patient current status, interventions, device nor procedure outcome. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).